Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarms and blood loss to clotting of the patient's circuit while temporarily disconnected from treatment. The cycler alarmed appropriately. The user's guide warns that the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient was temporarily disconnected during a routine hemodialysis treatment. Upon reconnecting to treatment, an arterial air alarm followed by an arterial pressure high alarm occurred. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.